Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a coronary diagnosis procedure, which was completed by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that intermittent monitor blackout. A review of the system log file didn¿t confirm the reported issue. Upon functional testing, the fse determined that fluoroscopy was getting blackout during procedure and fse reseted the connections of the hv cable, kv ma and cube board to resolve the issue but issue still persist. To resolve the issue fse replaced the kv ma and cube board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor was blacked out and fluoroscopy stopped. No harm has been reported to philips. Philips has started an investigation of this complaint.